Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld was broken around the tubing at the bottom rear of the left side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the back cane and lower sidebar was completely broken, and there was a small fracture in the sidebar emanating from the area of the broken weld. However, the underlying cause could not be determined.

Event description:
The frame is broken on the left side tube where the axle connection is welded.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The frame is broken on the left side tube where the axle connection is welded.